Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. Customer¿s blood glucose value was 130 mg/dl.